Event description:
The plaintiff's attorney alleged that the patient experienced a cardiovascular event on (B)(6) 2008 after the use of the product.

Manufacturer narrative:
This is one event for the same patient involving two separate products; associated MDR #1225714-2014-03730 and 1225714-2014-03731.